Event description:
Same as MFR report#: 6000089-2005-01710. Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. The target lesion was located in an unk vessel. The stent surface was noted to be uneven during preparation of both the 3.50 x 12 mm and the 3.50 x 8 mm taxus express2 drug eluting stents. The procedure was successfully completed with another 3.50 x 12 mm and 3.50 x 8 mm taxus stent. No pt complications were reported.